Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient did not feel stimulation at all. The patient tried increasing stimulation but stimulation was too strong when lying. When the patient was on her back she felt no stimulation but when she was on her side was when it was too uncomfortable. The patient could sometimes stop the uncomfortable stimulation by moving her head or her arm. The patient was on 4.60 volts upright. The patient lied on her left side and was on 4.55 volts on the left side and felt comfortable stimulation. The patient lied on her right side and was at 4.25 volts and stimulation was comfortable. The patient moved and stimulation became uncomfortable on the right. While the patient was pressing the stimulation down button, stimulation was increasing instead. The patient stated that stimulation increased to 5.24 volts and was uncomfortable. The patient was able to decrease stimulation to 3.80 volts and stated that stimulation was comfortable. The patient was to follow-up with a healthcare professional about the stimulation issues and for reprogramming. It was noted that the patient was a patient at the veteran¿s affairs hospital. The issue began in (B)(6) 2016. Additional information received from the patient reported that she was reprogrammed on (B)(6) 2016. The patient had another appointment with a manufacturer representative (rep) scheduled for (B)(6) 2016. It was noted that the patient¿s memory wasn¿t very good. Additional information was received from a patient. It was reported that the patient notified her managing physician about the stimulation issues on (B)(6) 2016 with a rep. The circumstances that led to the stimulation issues were reported to be replacing the charger. The steps taken to resolve the issue were being reprogrammed with a rep.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.